Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during instrument exchange, the surgeon noticed 2 pieces of the trocar seal that fell into the patient's body. Air or gas leaked from the seal. The surgeon retrieved these pieces with graspers and opened a new trocar to replace the damage trocar. There was no patient injury.